Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer relaoded the cartridge resolve the issue. Additionally, it was reported that a malfunction alarm occured. The pump was reset and customer continued to use pump for insulin therapy. There was no adverse impact to the cutomers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.